Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent a mesh removal, cystoscopy, retrograde pyelography and closure vagina due to sui, exposed mesh and right abdominal pain on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence. It was reported that patient underwent mesh removal on (B)(6) 2012 and (B)(6) 2013 due to pain.

Manufacturer narrative:
Date sent to the FDA: 11/11/2013.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a rectocele repair, perineoplasty and cystoscopy due to pelvic prolapse. It was reported that patient underwent exploration of the paravaginal space and removal of scar tissue and what appeared to be foreign on (B)(6) 2012 by due to painful vaginal mesh. No additional information was provided.